Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for routine generator exchange. During implant the new pacemaker exhibited noise. The physician elected to complete the procedure with a different pacemaker. There were no patient consequences.